Manufacturer narrative:
An outside of united states (ous) customer reported a falsely depressed microalbumin patient sample that was obtained from an atellica ch 930 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed microalbumin patient result was obtained on an atellica ch 930 instrument when run in duplicate. The initial result was reported, as the correct result, to the physician(s). The same sample was repeated on the same instrument and produced a falsely depressed value. The repeat result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed microalbumin patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00040 on 11feb2022. Additional information (18may2022): an outside of united states (ous) customer reported a falsely depressed microalbumin patient result obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Siemens assessed the data produced by the customer and did not find a trend where the quality control (qc) increased incrementally over the course of processing samples. The customer tried increasing the frequency of weekly maintenance to daily but saw no benefit from this task and reverted back to their previous schedule. Based on the information reviewed where the customer was testing qc and patient pool samples multiple times per day, siemens could not see the pattern the customer was describing. Siemens could not recreate this issue and could not identify an issue with the system. The instrument is performing according to specifications. No further evaluation of this device is required.